Event description:
Customer reported the unit of measure setting of her unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Found indications of memory overwrite in download. Unit of measure was set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.